Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that they went to the doctor today and they are having to cut back into her pocket and readjust the pocket. Patient stated the box in the buttocks area has surfaced so they are going to have to put it in a lot deeper. Agent asked patient when the issue started and patient stated it started surfacing a lot quicker this past week. Patient mentioned they have been having problems getting the programmer to stay connected and it keeps disconnecting. Agent reviewed information about programs and recommended patient consult with healthcare provider ofc for next steps. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that they have a follow up appointment with hcp and mdt rep next friday.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.